Event description:
A care aid was transferring a client using a waverley glen small universal quilted sling on a bhm lift. When the client was lifted she fell from the sling, breaking both her legs and resulting in her death. The care aid hooked up the sling incorrectly and was also using the lift against the site's policy of two people to complete a transfer.